Event description:
It was reported that on a remote monitoring transmission, the right atrial lead was intermittently undersensing. The lead remains in use. It was also reported that there were indecipherable dual electrograms found on the transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).